Manufacturer narrative:
One single-use device was received for evaluation. The device was received for evaluation without the blue winged luer cap. Visual inspection revealed fluid inside the bag that contained the device and inside the device¿s housing. Additionally, cracks were observed on the fillport. No signs of rupture were observed on the bladder. Functional leak testing was performed by filling the device with water. During and after fill, no signs of a rupture or leak were observed from the bladder or anywhere else on the device. The cause of the fluid inside the bag was due to the blue winged luer cap not being attached to the device, allowing fluid inside the device to empty inside of the bag and the housing. The cause of the cracked fillport was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the bladder of a large volume infusor ruptured during infusion, leading to a leak of an unspecified chemotherapy drug onto the patient's skin. This event involved a 68 year old patient. There were no patient consequences. No additional information is available.